Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a heart attack after his permanent implant procedure but the patient was reportedly doing well. It was noted that the event was not device related.

Manufacturer narrative:
Additional information was received that the patient's heart attack was not procedure related. The patient underwent a procedure wherein two stents were placed. The patient was reportedly doing well.

Event description:
A report was received that the patient had a heart attack after his permanent implant procedure but the patient was reportedly doing well. It was noted that the event was not device related.